Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 3/cart 42/box lot# 73d1800428 was manufactured on 04/16/2018 a total of 6,888 pieces. Lot was released on 04/20/2018. DHR investigation did not show issues related to complaint. From the pictures it was confirmed the defect reported by the customer "broken". However , it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. P/n (B)(4) is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 samples were taken from the current production p/n 544230 hemolok l clips 3/cart 42/box, lot# 73e1900059, the samples were functionally inspected, and during the test issue reported "broken" was not observed in the current manufacturing process. Revision of fmea-08-025 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. From the pictures it was confirmed the defect reported by the customer "broken". However , it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions.

Event description:
It was reported that the doctor found the lock of the clip was broken after uploading into the applier prior to the patient with rectal cancer to ligate the blood vessel. Two clips have the same issue continuously; then changed to a new one.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found the lock of the clip was broken after uploading into the applier prior to the patient with rectal cancer to ligate the blood vessel. Two clips have the same issue continuously; then changed to a new one.